Event description:
It was reported that as lvp 20d 1.2m had flow issues 6 times. The following information was provided by the initial reporter: material #: 2202-0007, batch/ lot #: 20105847. It was reported that the IV fluid stops at the filter and does not go further.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that as lvp 20d 1.2m had flow issues 6 times. The following information was provided by the initial reporter: material #: 2202-0007 batch/ lot #: 20105847. It was reported that the IV fluid stops at the filter and does not go further. D.4. Medical device lot #: 20105847, d.4. Medical device expiration date: 10/7/2023, h.4. Device manufacture date: 10/6/2020. D.4. Medical device lot #: 20115719 d.4. Medical device expiration date: 11/4/2023 h.4. Device manufacture date: 11/4/2020 d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.6. Investigation: three used samples model 2202-0007 were returned for investigation. The received sets contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Two unused samples model 2202-0007 were returned with the used samples for investigation. Prior to functional testing the sets were visually examined for defects and abnormalities. Kinks were found in the used tubing sets and massaged out. No other defects or abnormalities were observed. The two unused sets was attached to a bag filled with blue dye water and allowed to prime. The sample primed as expected. All sets were then were then attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 2202-0007 lot number 20115719 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2202-0007 lot number 20105847 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 14th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20115719 regarding item #2202-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20105847 regarding item #2202-0007.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 1.2m had flow issues. The following information was provided by the initial reporter: material #: 2202-0007 batch/ lot #: 20105847. It was reported that the IV fluid stops at the filter and does not go further.